Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Engineering evaluation noted that the revision reported was likely the result of wear of the posterior medial aspect of the tibial insert, possibly related to excessive overall posterior tibial slope of the tibial insert.

Event description:
Index surgery: (B)(6) 2013. Revision due to mechanical wear.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision due to mechanical wear.